Manufacturer narrative:
Concomitant product: product ID 8637-20, serial# (B)(4), implanted: (B)(6) 2016, product type pump. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving fentanyl 130 mcg/ml at a dose of 16.27 mcg per day, bupivacaine 10mg/ml at a dose of 1.252 mg per day and dilaudid 4mg/ml at a dose of 0.5005 mg per day via an implanted infusion pump for non-malignant pain. It was reported the patient had been having pain ever since her new pump was implanted. During the surgery, refer to manufacturer report # 3004209178-2016-00943 for the most recent pump replacement event, the surgeon reported he pulled back on the patient¿s catheter and had good backflow. The reporter however was questioning whether the catheter was kinked. The patient had lost 25 pounds, couldn¿t eat and could only go from her bed to her couch. The patient¿s spine was also ¿killing them.¿ sometimes the patient felt like she was not getting enough and other times she was getting too much. The patient would also get a taste in her mouth and had headaches since the replacement. The patient kept ¿pulling up, drawing up¿ her legs to straighten her spine, like traction. The drawing up to straighten her legs was involuntary and the patient would wake up doing that. The therapy was reportedly not like it was before and the relief the patient now got was ¿fleeting.¿ the symptoms seemed to be related to positional changes and that was why she believed the catheter was kinked. The patient thought her body was ¿trying to straighten the catheter out¿ and that was why she was waking up the way she was. It was noted the catheter was the patient¿s original catheter and the reporter questioned why the surgeon didn¿t replace it with a new one which was suggested by a device manufacturer representative (rep) at the replacement surgery. The patient did tell her healthcare provider (hcp) about the event and he increased her dose, however, it had no effect. The patient was also concerned because this was the highest the dose had ever been since pump therapy was initiated. The change reported in the patient¿s therapy/symptoms was described as sudden. It was also reported she was experiencing now what she experienced with a previous pump that was removed, refer to manufacturer report # 3004209178-2014-00647 for that pump removal event. At the time the patient had that pump, her symptom relief stopped when she would lay flat but when she got up she would start getting relief again and it currently was ¿similar¿ to that. Because her symptoms were similar to the symptoms she experienced with that prior device, the patient wonder ed if the issues had been related to the catheter all along, especially since it was the original catheter and because the rep had suggested replacement at the latest pump replacement. No further information was provided. Additional information has been requested regarding what actions/interventions were taken to resolve the patient¿s symptoms, if the cause of the patient¿s symptoms had been determined, what diagnostic testing/troubleshooting was performed, and how the patient was doing, but was not available at the time of this report. If additional information is received, a follow-up report will be submitted.